Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a "check vent: battery failed" alarm occurred. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the battery failed alarm issue. The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned power management pcba was installed in an fi test ventilator. The ventilator started up correctly on ac and battery and transitioned between ac and battery without errors. The supply voltages were within specification. Verification test 11 (internal battery) was performed and passed. The ventilator was run for one hour without any errors occurring. No failures were found.